Event description:
A medtronic representative reported that navigation displayed 5 mm inaccurate superficially after completing their initial o-arm spin during a t11-l1 fusion. A percutaneous pin was used as the reference frame option. The site did not notice any movement of the frame after the o-arm spin. They were inaccurate with all instrumentation. After re-verifying the instruments navigation was still 5 mm inaccurate. Taking another CT spin with the o-arm was not an option. The surgeon opted to discontinue use of navigation and a c-arm was used to complete the case instead. This event had no impact on the patient outcome.

Manufacturer narrative:
The patient weight has been requested, but not provided. A medtronic representative performed simulated use testing of the system onsite with a sawbones model. All testing was accurate. Device operating properly. Relationship of reference frame to patient anatomy must have changed during the reported event to cause the inaccuracy. System functioning as designed.